Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg flipped upside down and resulted in patient having difficulty charging the battery. The patient underwent a revision procedure wherein the physician slips the battery over and tied it down with two silks from the top of the battery. The patient was doing well postoperatively. The device was remained implanted.